Event description:
It was reported that during use of the bd plastipak luer-lok syringe, liquid escaped by the plunger. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
DHR, maintenance records and quality notification records were analyzed and no occurrences potentially related to the defect were observed. The sample sent by the customer was verified and it was possible to observe barrel damage, which caused the leakage during the use of the syringe. The potential cause for the problem is a jam on assembly machine system. That jam is inherent to the manufacturing process and occurs occasionally on the process. As internal action for product quality, improvement will be performed for defects of damaged components and leakage.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd plastipak¿ luer-lok¿ syringe, liquid escaped by the plunger. There was no report of exposure, serious injury or medical intervention.